Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection, instead investigation was performed based on provided information from ace-03508081. And the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred because the device itself was functioning properly; instead, the endoscope was found to be wet. Therefore, the cause was traced to another device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had scope communication error (b30). The issue was found during inspection for use of the device. There were no reports of patient harm.